Event description:
It was reported to philips that during a procedure, the system lost the ability to perform x-rays or geometry. Upon rebooting the device, the system was unable to boot back up. This resulted in the patient needing to be moved to another system. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected during coronary intervention procedure was performed when the issue happened. The procedure was completed after a 50-minute delay and moved the patient to another room. A philips engineer inspected the system remotely and confirmed that reported problem. Rse advised holding the off button for 15 seconds. The system wouldn¿t power on without displaying the applications screen. On onsite visit, fse review log and found reported problem. Fse found fdc flashlight and ts network switch had no power, as indicated by the lack of lights and there was no output power from the power supply, although the input power was present. To resolve the problem, fse replaced dc power supply and return part for further analysis and physical damaged found. After replacing power supply, the system was confirmed to meet specifications and returned to use. The codes were updated based on the investigation outcome.